Manufacturer narrative:
The wallflex¿ colonic stent system was received with the stent fully mounted onto the delivery system. A visual examination found that the distal handle had fully detached from the dark blue outer sheath. It was also noted that the shaft was kinked 135mm distal to the proximal end of the outer sheath. This type of damage is consistent with the application of excessive force to the delivery system. During analysis the stent was deployed by manually retracting the dark blue outer sheath. There were no issues noted with the profile of the stent, stent holder and inner. The shaft was then dissected at the proximal end of the clear outer sheath. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues were identified during the product analysis. The damage to the stent system is consistent with the application of excessive force to the delivery system. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex¿ colonic stent was used during a colonic stent procedure performed on (B)(6) 2015 to treat a malignant stricture in the colon. The patient anatomy was reported to be tortuous. According to the complainant, the wallflex¿ colonic stent was unable to be delivered properly. During stent placement, the stent was only able to be partially deployed in the colon and could not be reconstrained. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex¿ colonic stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex¿ colonic stent was used during a colonic stent procedure performed on (B)(6) 2015 to treat a malignant stricture in the colon. The patient anatomy was reported to be tortuous. According to the complainant, the wallflex¿ colonic stent was unable to be delivered properly. During stent placement, the stent was only able to be partially deployed in the colon and could not be reconstrained. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex¿ colonic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Capture the event of partially deployed stent. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.